Event description:
It was reported that during a lap sigmoidectomy, an unexpected noise was heard and the clip was malformed at the 13th firing. The same event occurred at the 14th and 15th firings. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the el5ml device was received in good visual condition. Upon cycling, the instrument was noted to be empty and locked out. The device is designed to lock out when all the clips have been fired. Due to the condition of the device, no functional testing could be performed to evaluate the incident reported of malformed clips and noise issues. No conclusion could be reached as to what may have caused the event reported.

Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.